Event description:
It was reported that customer pump screen was broken, resulting in cracked display that was unreadable even though pump still started, charged, connected to computer, and had responsive touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, device return was expected, and replacement pump was provided by distributor.